Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibited sleeve leakage leaking from the np needle into the holder and on the tubes. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.